Event description:
Report received of a patient fall in a long term care facility. The facility reported that the prevalon air turn and position system was on the patient's bed at the time of the fall. The facility reported that they were unable to determine the cause of the incident as it was an "unwitnessed" fall. However, the facility did not think the "sage blue sheet was the cause of the fall." After the incident, patient was evaluated by physicians on (b)(67) 2014, a right hip fracture was discovered. Although requested, the facility has declined to provide any additional information.

Manufacturer narrative:
The returned device was evaluated. Instructions for use, product drawing, and manufacturing specifications were reviewed for the device and all acceptance criteria were met. Based upon review of the available documentation, including product drawing, and inspection record, there is insufficient evidence to conclude the reported complaint can be attributed to a product defect. Product number 700-050, lot 800098 functioned as intended and no failures were identified.